Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: visual evaluation of the returned device found that the blue touhy-borst cap had been completely unthreaded from the t-fitting threads. The blue cap, steel and zytel stop washers, and silicone gland were all present on the thumb ring hypotube. Blue cap and t-fitting threads were not damaged. Further evaluation revealed that the catheter and pull wire was kinked in multiple locations throughout. The bristled portion of the brush was present and properly formed, however, it was found bent. It was also reported that the pull wire broke and bent at the hypotube joint and the handle was kinked. The damage to the returned device was most likely due to tortuous anatomical and/or other operational factors encountered during the procedure. Therefore, the most probable root cause classification is "operational context."

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure. According to the complainant, during the procedure, the wire next to the orange thumb ring broke. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; bristled portion of the brush bent and pull wire broke.